Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was unable to be calibrated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not calibrated, and was unable to be calibrated with the software. It was also noted that using a new stylus touch-pen did not resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.